Event description:
Procedure: colectomy. Reportedly, the surgeon experienced some sticking and bleeding during the case and difficulty operating the handle. A new hand piece was opened. On first activation, the new unit worked well and gave a successful seal. The case proceeded without further problems with device. The blood loss was minimal and there was no injury to the pt reported.